Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump insulin leaked past both o rings and the o rings fell out. Customer's blood glucose was 204mg/dl at the time of incident. Troubleshooting found that the pump self test passed and the customer indicated that the reservoir compartment was dry. Customer was advised to monitor the pump and call back if necessary. No further details given.